Event description:
It was reported that the screen of a hospital¿s liberty select cycler went blank during preparation of a peritoneal dialysis (pd) treatment. The cycler was rebooted and unplugged but the screen remained blank. The cycler had an alarm but due to the blank screen, the alarm could not be seen. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the hospital. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
It was reported that the screen of a hospital¿s liberty select cycler went blank during preparation of a peritoneal dialysis (pd) treatment. The cycler was rebooted and unplugged but the screen remained blank. The cycler had an alarm but due to the blank screen, the alarm could not be seen. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the hospital. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. Post- accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Mushroom head check passed. An internal inspection of the cycler found transformer (t1) on the inverter board to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.